Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received d4-reliability laboratory technician. (B)(4) reliability laboratory; failure (event) observed during analysis. Analysis found an outer insulation abrasion between 8.5cm and 9.5cm from the distal tip electrode due to friction to another device.

Event description:
This report is to advise of an event observed during analysis.